Event description:
It was reported that during a low anterior resection procedure, the staple line could only be completed for the chorionic membrane at the first firing. Also the chorionic membrane was torn by the edge of the device and the mucous membrane was resected. Additional suturing was performed. The procedure was changed from the laparoscopic to the laparotomy to complete the case using sutures.

Manufacturer narrative:
Date sent: 8/12/2008. Information anticipated, but unavailable at this time.